Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump bolus history was missing two out of eight bolus deliveries. The pump history indicated an incorrect time and date setting that was corrected. The reporter alleged that the pump seemed unsafe to use and that the corrected time and date settings should not have affected the record of the bolus deliveries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/16/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/02/2014 with the following findings:a review of the pump black box data indicated that the recorded bolus deliveries were consistent with the pump bolus history. During testing, all pump activity was recorded accurately by the pump history. No defect was found.